Manufacturer narrative:
Concomitant medical products: 3889-28 interstim urinary lead, implanted: (B)(6) 2018; 3058 interstim urinary ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent capture, high thresholds and low p wave amplitude. It was also reported that the ra lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the post approval clinical surveillance product surveillance registry.